Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. It was unknown that the auto mode feature was activated or not at the time of high blood glucose event. Customer reported insulin pump quit rewinding. Insulin pump had crack at the back and battery side. No further complications were reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring black customer returned pump for an alleged rewind anomaly, high blood glucose, and cosmetic damage located at the battery tube found on (B)(6) 2022. Device passed self test. However, pump alarmed insulin pump error during rewind due to moisture damage on the electrical board 1. Device was unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to insulin pump error. Device successfully downloaded to thus. Confirmed pump alarm insulin flow blocked alarm on (B)(6) 2022 at 08:39:00.000 during therapy in pump downloaded history. Test p-cap and reservoir locked into reservoir compartment correctly. Device was cut open to perform visual inspection and found moisture damage on the device 1. The following were noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (batteryin summary, customers alleged rewind anomaly was confirmed due to moisture damage on the electrical board 1. Device error was confirmed during testing. Cosmetic damage was confirmed at the battery tube (cracked). Exposed to moisture confirmed. Unable to confirm high blood glucose. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.